Manufacturer narrative:
Section a2, a3b, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d4: model number: unknown, not provided, but the best estimate is symfony lens. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: not applicable, as the device remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. No serial number was provided for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that in 2015, a 78-year-old patient received bilateral symphony intraocular lenses (iol). Immediately afterward the patient underwent bilateral lasik surgery on (B)(6) 2015 due to myopic residual refraction in both eyes. The patient was never satisfied due to halos. Current visual acuity of the right eye: cyl -0.5 / 76 degrees: 0.7. Current visual acuity of the left eye: cyl -0.5 / 180 degrees: 0.8. The serial number of the lenses are unknown as the surgeries were performed at another clinic. The patient in being monitored. No additional information was provided. Note: this report is for the patient's right eye. A separate report will be submitted for the patient's left eye.